Manufacturer narrative:
(B)(4). Dropping or ejected clips. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device ejected the remaining clips. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during an unknown procedure. The note on the package stated the device is broke. No one remembers anything about this incident. Unknown how the procedure was completed. Unknown if there was an adverse consequence to the patient. No further details were available.